Event description:
Patient presented to the ER physician with extreme right facial pain, inner ear pain, and post-auricular pain. ER physician recommended pain management. Implanting physician prescribed pain meds.

Event description:
Patient presented to the physician with continued headaches, tongue weakness and pain, and ear pain. Physician examined the patient and suspected patient may have permanent nerve damage possibly attributed to inspire procedure. There is no known intervention currently but several neurologists are currently managing patient.